Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator failed to deliver a shock during a scheduled cardioversion procedure. This report has been updated from a serious injury to a non adverse event as additional information received clarified the treatment was a scheduled cardioversion procedure which was not life-threatening. A second defibrillator was used to treat the patient successfully. There was no adverse event to the patient or user.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed to deliver a shock during a scheduled cardioversion procedure. Philips is considering this event to be a serious injury because the treatment was interrupted requiring the use of a second defibrillator to treat the patient. Additional information has been requested.